Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had an electrical reset and went to vvi 65. Patient apparently had hip surgery on the same day, and suspected probable use of cautery causing the reset. The device is still in use. No patient complications have been reported as a result of this event.